Event description:
The pt used the suspect device to check blood glucose and obtained a result of 392 mg/dl. Pt then took insulin based upon the result. Pt then became unconscious three hrs later. Emt's were called. Emt's arrived and checked pt's glucose on their equipment and the level was 28 mg/dl. Pt was taken to the hosp and treated for hypoglycemia. Level 1 and level 2 glucose controls were used and within range on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.